Manufacturer narrative:
Batch review performed on 31 may 2021: lot 2005770: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen has been identified as e. Coli. 2 months after primary the surgeon performed a washout and poly swap and the surgery was completed successfully.